Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they discovered that the flange was detached from the tube after they replaced the new product to the patient. A customer indicated patient required recannulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.